Event description:
During ablation procedure a small effusion was noted. Patient remained hemodynamically stable. Ablation procedure was aborted. Effusion remained small and patient was discharged to home the next day.

Manufacturer narrative:
(B)(4).